Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, 'constant air in line alarm' was reproduced. A review of the event history log revealed multiple 'air-in-line!' Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range and failed to calibrate. Ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of constant air in line alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.